Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 5/22/2017 - phone, 5/22/2017 - email, 5/25/2017 - email. Ge healthcare recommended to the hospital to replace the carrier board. No further information is available regarding issue or resolution.

Event description:
The hospital reported that, during a case, the screen blanked out. The clinician reportedly cycled power and was able to complete the case. There was no reported patient injury.